Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while sleeping, with a blood glucose of 54 mg/dl, after recently resetting the ilet and increasing the cgm target to a higher setting; the user consumed oral carbohydrates and reported that glucose recovered, with no alerts or alarms and no third-party assistance required. Symptoms included sweating, shakiness, and other signs consistent with low blood glucose. Outcomes included temporary interruption of usual activities without long-term impairment and no hospitalization. Investigation included a review of device settings and user-reported data, product technical support, and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction, with the event likely related to physiologic or behavioral factors not fully characterized. It was concluded that the device performed within specifications and the cause of the hypoglycemic event was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.